Event description:
Customer reports experiencing skin lesions from a breakout or rash as a result of having an allergic reaction when using the adc product. Customer is allergic to latex, man made rubber and silicon. Adc meters may have man made rubber buttons and/or other parts. Medication was administered to respond to the allergic reaction: injections of benadryl, medro, and dye-free benadryl.